Event description:
It was reported that this pacemaker had been switched to safety mode. This pacemaker was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding the return of the device and initial reporter details, if a response is received, a supplementary report will be uploaded. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker had been switched to safety mode. This pacemaker was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding the return of the device and initial reporter details, if a response is received, a supplementary report will be uploaded. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.